Manufacturer narrative:
Additional devices: tg2810/#(B)(4), tg2810/#(B)(4), tgt2810/#(B)(4).

Event description:
On (B)(6), 2010, the patient was treated for a type b aortic dissection and descending thoracic aortic aneurysm. Three gore tag thoracic endoprostheses were placed, and the patient tolerated the procedure with no surgical complications. On (B)(6), 2010, the patient was experiencing aortic enlargement, and the dissection was not excluded; so the physician extended distally with another tag device, placed a renal artery stent, and placed viabahn stent-grafts bilaterally in the common iliac arteries. Completion aortograms showed decreased false lumen filling and patent visceral, renal, and iliac arteries. The patient tolerated the procedure and left in stable condition. On approximately (B)(6), 2010, the patient was experiencing continued enlargement of the descending thoracic aorta. On (B)(6), 2010, the patient underwent open surgical repair of a contained descending thoracic aorta rupture. The most distal tag device and a portion of another were replaced with a surgical graft. The patient left the operating room in stable condition.